Manufacturer narrative:
Correction, d4: lot #: c419109301. Additional information: d10, h3, h6 and h10. Three (3) actual samples were received for evaluation. The data matrix code information on the devices was verified and confirmed that the two samples were part of a voluntary recall; therefore, further sample evaluation is not required. Ruptured fibers may lead to a blood leak during treatment. Baxter has determined the issue is isolated to one production line at the manufacturing facility and corrective actions have been implemented to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient treatment with a revaclear 300 dialyzer, an internal blood leak was observed in the dialysis fluid line. Treatment was discontinued without returning the extracorporeal blood to the patient. The dialyzer was replaced and a new treatment was initiated with another revaclear 300 dialyzer. It was reported another internal blood leak occurred. Treatment was discontinued. It was reported the blood loss was approximately 500 ml, ¿within line only¿. Treatment was restarted with a new dialyzer and no issues were noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.